Event description:
It was reported the catheter was being placed into the patient's internal jugular in the intensive care unit. When the clinician was inserting the spring wire guide through the arrow raulerson syringe, the wire became unraveled. As a result, everything was removed and a new kit was opened and placed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).